Event description:
A nurse reported that the probe did not cut normally during a vitrectomy. The issue was resolved by exchanging the probe. There was no report of patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue. The device history record (DHR) review shows the product was released per specifications. A product sample was received and it is awaiting evaluation. (B)(4).